Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported left side ¿rupture¿ and pain. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6., d.7.

Event description:
Additionally, "positive calcifications" and "suspected prosthesis damage" was reported. The device has been explanted.